Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) severe sugar imbalance with coma [diabetic hyperglycaemic coma]. Piston rod slips and no insulin is delivered with novopen 5 [device failure]. Cartridge holder detach from the pen body, penfill holder has been lost [device issue]. Increased blood glucose values [blood glucose increased]. Needle attached to the pen in between injections [product storage error]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "severe sugar imbalance with coma" beginning on 2017, "piston rod slips and no insulin is delivered with novopen 5" with an unspecified onset date, "cartridge holder detach from the pen body, penfill holder has been lost" with an unspecified onset date, "increased blood glucose values" with an unspecified onset date, "needle attached to the pen in between injections" with an unspecified onset date, and concerned a (B)(6) years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "device therapy", novopen 5 (insulin delivery device) from unknown start date and ongoing due to "device therapy". Patient's height: 165 cm, patient's weight: (B)(6) kg, patient's bmi (body mass index): (B)(6). Medical history included type 2 diabetes mellitus (since 1989) , heart attack, stroke, arm prosthesis user , knee prosthesis user. Historical device: novopen 3. It was reported that when the needle was unscrewed from the novopen 4 pen, the cartridge holder detached from the pen body at the time of use. Penfill holder was lost. The piston rod slipped and no insulin was delivered with novopen 5. Patient reported that when pressing the pen fill no insulin came out even though, insulin was not released out on pressing it faster. On unknown date, the blood glucose increased to 9.8 mmol/l during the use of novopen 4 and novopen 5. On an unspecified date in 2017, patient had severe sugar imbalance with coma. It was reported that six times the patient admitted in hospital in the duration of one year. There were no changes in diet or physical exercise, device was stored in room temperature, patient left the needle attached to the pen in between injections, also less force needed to inject. It was reported after test with a new needle everything worked fine. Needle handling was not correct. Age of the device was approximately 3 - 4 years. Patient had changed from novopen 3 to novopen 4 and then to novopen 5. Action taken to novopen 4 was not reported. Action taken to novopen 5 was not reported. The outcome for the event "severe sugar imbalance with coma" was not reported. The outcome for the event "piston rod slips and no insulin is delivered with novopen 5" was not reported. The outcome for the event "cartridge holder detach from the pen body, penfill holder has been lost" was not reported. The outcome for the event "increased blood glucose values" was not reported. The outcome for the event "needle attached to the pen in between injections" was not reported. This case was re-classified from non-serious to serious device case on (B)(6) 2018 due to addition of seriousness criteria of hospitalization. Reporter comment: will the product be sent for investigation?: no, I can not walk anymore and I do not know how. After test with a new needle everything worked fine. Needle handling was not correct.

Event description:
Case description: the patient was hospitalized from (B)(6) 2016 for stroke and from (B)(6) 2016 for heart attack. The patient was hospitalized from 01-feb-2017 to 03-feb-2017 during which patient had 8 stents. Patient had changed from novopen 3 to novopen 4. The patient was hospitalized from (B)(6) 2017, from (B)(6) 2017, 09-oct-2017 to (B)(6) 2018 and from (B)(6) 20168. Action taken to novopen 4 was product discontinued. Batch number of novopen 4 and novopen 5 has been requested. Investigation result: name: novopen® 4 - batch unknown. Name: novopen® 5 - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: investigation result updated as no investigation was possible, because neither sample nor batch number was available. Manufacturer comment updated. Medical history updated with hospitalization details and stent procedure action taken to novopen 4 updated as product discontinued. Narrative updated accordingly. Manufacturer's comment: 10-jul-2018: as the devices of novopen 4 and novopen 5 have not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus (B)(6). H3 continued: evaluation summary name: novopen® 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: medical history included type 2 diabetes mellitus (since 1989), arm prosthesis user, knee prosthesis user. The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016 for stroke and from (B)(6) 2016 to (B)(6) 2016 for myocardial infarction. The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 during which patient had 8 stents. Patient had mamma carcinoma twice and had cerebral infarction. Currently patient was on two novpen 5 and actrapid. No further information available. Since last submission, the case has been updated with the following information: medical history of "mamma carcinoma" and "cerebral infarction" updated. Narrative updated with details of current treatment. "No further information available" updated in the narrative.